Event description:
It was reported that versacross connect laac access solution selected for left atrial appendage closure (laac) procedure. During preparation for the transseptal procedure, the physician observed that the distal end of the rf wire would not advance into to versacross connect dilator during sheath exchange prior to patient insertion. The correct versacross connect dilator product was confirmed. It was further observed that the distal end of the rf wire had a thickened coating. The physician then utilized a non-boston scientific 6fr short access sheath and was ultimately able to advance the rf wire using applied force. The procedure was completed by using original device. No patient complication was reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.